Manufacturer narrative:
Based on the labeled assay specificity, false reactive results may occur in elecsys hiv duo. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification. Medwatch field e1 initial reporter email address - (B)(6).

Event description:
The initial reporter stated they received alleged discrepant elecsys hiv duo assay results for three patient samples tested on a cobas e 801 analytical unit when compared to a competitor method (abbott). The specific date of the event is not known. The initial sample results were reactive. The repeat results were non-reactive using a competitor method. Western blots for hiv were negative. The first sample was measured in approximately (B)(6) 2025. The second was measured in approximately (B)(6) 2025. The third sample was measured approximately in (B)(6) 2025.